Manufacturer narrative:
The date of the second procedure was (B)(6) 2015.

Event description:
It was reported that the patient underwent open surgery due to myasthenia approximately three years ago and suture was used to close the sternum. Around (B)(6) 2015, the patient felt a pain on the chest. X-ray was performed and indicated the suture was broken and tissue might be scraped. The surgeon opined the event might have occurred after turning around. It was reported the patient underwent a second surgery to remove the broken suture. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.